Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer was able to rewind and to perform the displacement test. However, the device failed the displacement test, and it pushed the reservoir all the way to the top. Advised the customer to discontinue use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.